Event description:
It was reported the patient's system had an impedance issue on one contact. In turn, the patient could not enter MRI mode when a scan was required. Surgical intervention was undertaken on (B)(6) 2022, where the entire system was explanted and replaced. Therapy was restored post op.

Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000107074.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.